Event description:
The customer reported that the image would become really dark when they went to lateral. The picture was not coming up. A system reboot was required to regain system functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.